Event description:
Doctor reported he had used mesh for hernia repair and pt developed an infection. Large seroma became infected after several weeks post surgery, treated with antibiotics.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided a follow up report will be submitted. The other seven reports are: 1219977-2014-00036, 1219977-2014-00037, 1219977-2014-00038, 1219977-2014-00039, 1219977-2014-00040, 1219977-2014-00041, 1219977-2014-00043.